Event description:
Healthcare professional reported a lap-band for which the patient "couldn't tolerate the fills, "first noticed when the patient complained of reflux and dysphagia. The lap-band system was explanted and not replaced.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. No additional information is available to allergan regarding the serial number since no contact information for surgeon was made available.